Event description:
(B)(4). Left side pelvic pain after insertion, severe bloating, heavy periods with clotting, nerve pain left side, stabbing pelvic pain left and right side, development of cysts after procedure, pain w/periods and lasting over 2 weeks